Event description:
It was reported that at post-op check loss of ventricular capture at high output and impedance at greater than 2000 ohms was noted. After one hour, normal function resolved. No intervention was needed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.